Event description:
The customer reported that when using ktp, the system gave warning that the epf was not attached. The laser was set to 30 watts, allegedly the physician saw a green flash of light through the scope and eye protection filter. It appears that the device was not connected to the laser and was manually held in place by the physician. The customer did not want in-service of laser or epf. Clinical in-service will be conducted by laserscope. System labeling for epf always alerts the operator of the epf status.